Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular over sensing was noted. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.